Event description:
The international customer reported that during preparation for delivery of this unit. The unit could not be power off. The unit was not in use on a pt. Review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The service tech replaced the internal battery to address the reported problem. Applicable final testing was performed per operating specs and passed.